Event description:
Information received indicates the device metal tip component dislodged during unit insertion. The detached component was intraoperatively retrieved and the product was changed-out with no consequence reported for the patient.